Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2012. During the night drain cycle one, the patient's ultrafiltration reading was 2319ml, indicating the home patient (hp) drained 2319ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter, and the evaluation is complete. This is an ancillary service event opened during investigation of another condition. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected at the initial drain and I-drain alarm volume was met. If any additional information is received, a follow-up will be sent.